Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2019 with blood glucose of 23 mg/dl at the time of the incident. The customer was at 130 mg/dl after being treated. The customer was given glucagon and intravenous fluids to treat. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. The customer has been getting failed battery alarms since paramedics removed their battery at the time of the incident. The customer stated they had given themselves too much insulin, but does not believe there is anything wrong with the pump. Troubleshooting was not completed as the customer declined. The insulin pump will not be returned for analysis. Frn-unk-rsvr, unomed set.